Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: investigation summary: service and repair evaluation: the customer reported that on (B)(6) 2025, the patient presented with a proximal femur fracture. Surgeon requested tfna and the collinear clamp. While reducing the fracture with the collinear clamp, the black portion of the handle snapped up where it screws into metal portion of the handle. No fragments were left in patient. Retrieved another collinear clamp and used a bone hook for reduction. Surgery completed successfully with little delay. The repair technician reported that broken handle. The item is not repairable per the inspection sheet. The cause of the issue is faulty parts the item will be forwarded to customer quality. The evaluation was confirmed. Device history lot: part# 314.291. Lot # 180417-101. Manufacturing site: leitner ag. Release to warehouse date: 14 feb 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2025 the patient presented with a proximal femur fracture. Surgeon requested tfna and the collinear clamp. While reducing the fracture with the collinear clamp, the black portion of the handle snapped where it screws into the metal portion of the handle. No fragments were left in patient. Retrieved another collinear clamp and used a bone hook for reduction. Surgery completed successfully with two minutes delay. There was no patient consequence.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.